Manufacturer narrative:
E1: initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the active directory users were unable to authenticate due to the account already locked condition. A technical support specialist reviewed all reported authentication failures, verified that affected users were active and not locked in pes, analyzed ids logs, server logs, and device level authentication logs showing repeated invalidcredentials, lockedaccount, and accountalreadylocked responses across multiple stations, checked ad login histories for failed attempts, fingerprint mismatches, and domain lockouts, confirmed the domain lockout policy of six invalid attempts with a 15 minute duration with it, validated ad group membership for all impacted users, extracted and reviewed additional failed authentication samples from ids logs across december 2025 to february 2026, consulted product engineering and referenced knowledge article for error pattern comparison, reviewed es version 1.8.0 against lifecycle requirements confirming an upgrade to 1.11 was required for future fixes, evaluated user login timelines showing intermittent successful and failed attempts, provided recommendations to log into a windows workstation, request information technology (it) to manually unlock ad accounts, or reset domain passwords, reviewed customer it feedback confirming login access was restored after password corrections, validated customer performed lock/unlock tests, coordinated with hit/it teams to review account histories, and confirmed with the customer that no further authentication issues occurred, after which the customer approved closure of the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the active directory users were unable to authenticate due to the account already being locked. After ruling out common causes such as caps lock being enabled, the user attempted several troubleshooting steps, including unlocking the account. This occasionally resolved the issue but was not consistently effective. As a last resort, the customer requested the user to change their domain password. However, there were no delays or adverse events or injuries reported based on this event.